Manufacturer narrative:
Analysis of the client's data from repeat inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered outside the expected variance between test results. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 315108. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. As reviewed on (B)(4) 2013, sixteen (16) discrepant result complaints were reported for lot number 315108 yielding a complaint rate below the action thresholds monitored by quality assurance for corrective action. Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action is required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with the inratio meter. Complaint summary: date: (B)(6) 2013; inratio results: initial=1.9, first repeat=5.0, second repeat=5.1, and time elapsed between testing is unknown. Patient's therapeutic range is 2.0-3.0. Customer stated that the finger was milked on the first test only; difficulty on the first test only. Customer applied two drops on the first test only. No further info was provided.